Event description:
It was reported that the patient had experienced increased spasticity. The patient had lost therapeutic efficacy and was unresponsive to dose adjustments. The event was suspected to have been due to a catheter issue; however, the issue was not specified. The entire device system was explanted and replaced on (B)(6) 2013. There was no alleged issue with the pump. The device system delivered baclofen. Patient status at the time of the report was alive with no injury. It was later reported that the patient was doing well and receiving effective therapy. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of catheter (s/n (B)(4)) found no significant anomaly. Catheter was incomplete, returned in segments. Analysis of catheter (s/n: (B)(4)) found no significant anomaly. Catheter was incomplete, returned in segments. Analysis of catheter (unknown) found no significant anomaly. Catheter was incomplete, returned in segments. Analysis of pump found no anomaly. After analysis of the products was done, (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.